Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where the user was unable to maintain stable sensor signal which led to no sensor detection alerts. The issue happened on (B)(6) 2025. A new transmitter was provided to the user to resolve the issue, but the issue continued. The user was referred to their hcp for a sensor removal and replacement.

Manufacturer narrative:
This case was created from associated case, (B)(4), where the user was advised to visit hcp to discuss about removal and replacement of the sensor due to persistent sensor disconnection issue. A transmitter replacement was initially issued, which did not resolve the issue. The user visited hcp and the sensor was removed with the help of an ultrasound. The ultrasound imaging showed that distal tip of the sensor was approximately 3-4 mm and proximal tip was approximately 5-6 mm. As a result, an RMA was authorized for the return of sensor for further investigation. In-housing testing on the returned sensor indicated intermittent communication and power transmission from the sensor antenna. Additionally, ultrasound imaging of the sensor insertion site, performed as part of the associated case, indicated that the sensor may have been inserted at a suboptimal angle. These findings suggest the issue likely resulted from a combination of misaligned insertion and intermittent sensor communication. The user was offered a sensor replacement as a resolution. B4. Date of this report 04 august 2025. G3.date received by the manufacturer? 31 july 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 628. H6. Investigation conclusions updated to 4310.